Event description:
Indications: recurrent angina pectoris, suspicion of stent restenosis to the left anterior descending because of ischemic repsonse to exercise. Procedure: left heart catheterization, coronary angiography, left ventriculography, insertion of intraaortic balloon pump, attempted angioplasty. Complications: ruptured angioplasty balloon with stent retention of the balloon. Impression: 1. Organic heart disease-etiology atherosclerosis, anatomic. A. Three vessel coronary artery disease. 1. Total obstruction of the right. 2. Total obstruction of the left anterior descending. 3. Near subtotal obstruction of the circumflex. 4. Patent saphenous vein bypass graft to the right. 5. Patent saphenous vein bypass graft to the first obtuse marginal branch. 6. Patent but heavily diseased stent to the proximal left anterior descending with tight stenosis of the large first diagonal. Plan: elected to proceed with angioplasty. Angioplasty: #6 french sheath replaced #7 french sheath, #7 french 4 curved left guiding catheter loaded with a choice guidewire. The guidewire was placed across the diagonal. A 2.0 x 20 mm maverick was utilized to dilate the diagonal. This was incomplete and therefore a 2.25 cutting balloon dilation catheter was attempted to be placed through the stent to the diagonal. The balloon became entrapped in the stent and multiple attempts at removing the balloon were unsuccessful. Finally, the distal aspect of the balloon catheter disengaged from the balloon itself. The balloon was left down undeployed but caught in the stent. There was compromised flow to the left anterior descending. The pt was having some chest discomfort and immediate surgical consultation was obtained. Because of chest pain and EKG changes an intraaortic balloon was inserted through the right femoral artery without incidence. Pt was taken to the holding area in preparation for urgent surgery and in fairly stable condition with stable blood pressure without excessive chest pain. Name of operation: 1. Emergent redo coronary artery bypass grafting x two with left internal mammary artery to the left anterior descending coronary artery and left saphenous vein graft to the diagonal branch of the left anterior descending coronary artery. 2. Removal of foreign body from ascending aorta in aortic root; severing of tapering cutting balloon at left main ostium; inability of removal of 11 inch catheter from aortic root, ascending and descending thoracic aorta. 3. Transesophageal echocardiography.